Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing and low out-of-range pace impedance measurements. Troubleshooting revealed that the noise oversensing was replicated with pocket manipulation when the device paced the right ventricle. The physician plans to revise the lead. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the device was explanted and this rv lead was surgically abandoned. No additional adverse patient effects were reported.